Manufacturer narrative:
Inspected 1 opened/used sensor and performed visual inspection and found the sensor with cannula bent, sensor found in full during analysis. Unable to confirm customer received sensor in said condition due to customer returned opened/used.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the sensor broke. The customer¿s blood glucose level was 154 mg/dl. The customer reported that the sensor did not have the metal part. The customer reported that the sensor fractured while in the body. Customer reports the sensor was still in the body. Customer reports that they did not receive medical treatment as a result of the sensor fracturing while still in the body. The device will be returned for analysis.